Event description:
Medtronic received information regarding a navigation system being used. It was reported that once connected to the navigation system, it did not recognize the stylus.

Manufacturer narrative:
H3) the stylet was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The returned stylet was recognized when connected to a known good system, but the divot error was not stable, often bouncing above 2.0 millimeters (mm) not allowing the stylet to verify. The stylet had electrical failure. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.